Event description:
It was reported that, the system 98xt intra-aortic balloon pump (iabp) unit turns off when you remove the cable, out of current battery does not work.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system98xt intra-aortic balloon pump (iabp) unit turns off when you remove the cable, out of current battery does not work. There was no cause or damage to the operators or patients.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 additional info: e1 (event site postal code: 48033). A getinge field service engineer (fse) inspected the iabp and found that the power supply was dismantled, leading to a false contact between the power supply and the batteries. Fse repaired the issue by removing the solenoid board, cleaning the contacts, and replacing the batteries. Functional checks and diagnostic tests were performed, and the repair was successfully completed. The device passed all performance and safety tests as per factory specifications. Following the repair, the device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to operators or patients.

Event description:
N/a

Event description:
It was reported that, the system98xt intra-aortic balloon pump (iabp) unit turns off when you remove the cable, out of current battery does not work. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, e1(initial reporter, event site email), e2, e3, g2, g3, g6, h2, h6, h10.